Event description:
It was reported that the original date of surgery was (B)(6) 2014. One week post-op, the patient reported he felt something unusual at the site and could not perform range of motion. Per x-ray, the glenosphere was not in the glenoid plate, the center screw was not all the way in. A revision surgery was done (B)(6) 2014. The center screw was removed and reinserted 4mm deeper into a new glenosphere to complete the case. A tugger clamp was used to verify the morse taper engagement. (In the first surgery they had used a hockey stick). A recent x-ray shows the site is good

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Dimensional analysis of returned device confirms device meets specifications and that critical mating features (morse taper) are within tolerance. No significant damage noted to device. As the baseplate was not returned for evaluation the condition of the mating surface is unknown. Based on the device evaluation, the cause of the event is undetermined however, a most likely cause is as stated in the complainant's narrative that the central screw was not fully inserted in the baseplate. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.